Event description:
Pt was on skytron surgical bed, split leg configuration, positioned appropriately by the initial operating room crew. Approximately 3 hours later, while surgery was in progress, the table attachment that was supporting the patient's entire right leg broke, thus causing the patient's right leg to drop downward approximately ten inches. The c-cup attachment that slides onto the operating room bed's railing made a very loud noise as it broke in half, thus making everyone in the room aware at the very moment it happened. The medical student, with the surgeon, grabbed the leg as it began to fall. Rn immediately then supported the leg in the appropriate anatomical position until a replacement split leg attachment could be obtained (3-4 minutes). The patient weight is (B)(6) pounds. No apparent injury was detected. A pelvic x-ray will be obtained in the pacu immediately upon arrival post-operatively. Clinical engineering evaluation: the c-shaped rail clamp was broken completely off on one side. The fracture has a very crystalline appearance and appears to have been brittle in nature. The fracture initiated along a v-groove that is present on both sides of the casting. The material also appears to have significant porosity. Staff reported another one of these clamps had broken in a similar manner about a week earlier but there was no patient involvement. Unfortunately, the first one was not saved for evaluation.